Event description:
After approx 48hrs of iab therapy, blood was noted in the tubing. When the iab was removed dried blood was noted inside of the balloon and the tubing. No pt injury or further complications occurred.